Event description:
My periods started to change almost immediately. I have always had very easy periods with almost no pain and would last for the most 4 days, since insertion of essure I now get 2 periods a month, lasts from 4-9 days, the cramping pains is horrendous, smelly discharge, weak bladder, severe pelvic pain often, bloating, weight gain, fatigue, loss of memory, hot flashes, cysts which I have no history of, gas pains, depression, lower back pain, and weak immune system. I do have allergic reactions to nickel as well.